Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("acute back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, dyspareunia, migraine, abdominal pain lower and procedural pain was resolving and the back pain had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, dyspareunia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. However, she continues to have residual back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 7-may-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("acute back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, dyspareunia, migraine, abdominal pain lower and procedural pain was resolving and the back pain had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, dyspareunia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. However, she continues to have residual back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.